Event description:
A low glucose readings issue was reported with the abbott diabetes care (adc) device. The customer received low glucose readings between 3.0 mmol/l to 3.6 mmol/l on the adc device and initially received third-party administration of oral glucose and sugary food/drinks from their caregiver. It is unknown whether the customer noted a trend arrow on the device. As a result, the customer experienced symptoms described as nausea, headache, dizziness, and vomiting. The caregiver contacted emergency services and upon their arrival, a healthcare professional (hcp) measured the customer's blood pressure and blood glucose with an hcp meter. The customer was diagnosed with hyperglycemia and showed signs of unconsciousness, but was still able to react, respond to stimuli, and did not lose consciousness. The hcp administered an infusion with large amounts of fluids (water, salts, and nutrients) for treatment and transported the customer to a hospital. The customer was hospitalized for an unspecified duration for glucose stabilization and observation due to a secondary illness unrelated to adc device use. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Product has been returned and is currently undergoing investigation process. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Adc investigated this issue and determined that the [freestyle libre 3 sensor associated with this complaint may not meet product design specifications and may produce low glucose readings which are not clinically acceptable. This product has been determined to be within the scope of the investigation conducted under qr1081093. This issue was addressed in the field by adc fa1002-2025. H7 - other remedial action: fsca - ad, at, be, ca, de, dk, fi, fr, it, lu, nl, nz, no, sm, es, se, ch, UK. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low glucose readings issue was reported with the abbott diabetes care (adc) device. The customer received low glucose readings between 3.0 mmol/l to 3.6 mmol/l on the adc device and initially received third-party administration of oral glucose and sugary food/drinks from their caregiver. It is unknown whether the customer noted a trend arrow on the device. As a result, the customer experienced symptoms described as nausea, headache, dizziness, and vomiting. The caregiver contacted emergency services and upon their arrival, a healthcare professional (hcp) measured the customer's blood pressure and blood glucose with an hcp meter. The customer was diagnosed with hyperglycemia and showed signs of unconsciousness, but was still able to react, respond to stimuli, and did not lose consciousness. The hcp administered an infusion with large amounts of fluids (water, salts, and nutrients) for treatment and transported the customer to a hospital. The customer was hospitalized for an unspecified duration for glucose stabilization and observation due to a secondary illness unrelated to adc device use. There was no report of death or permanent impairment associated with this event.